Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The reported device was manufactured and distributed by small bone innovation, inc., (B)(6) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on (B)(6) 2014. Stryker became legal manufacturer of this product on (B)(6) 2015 and has taken the responsibility for medical device reporting. Device not available.

Event description:
Event description: the review of the national joint replacement registry of the australian orthopedic association revealed a star ankle revision surgeries due to implant loosening.